Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient suffered a stroke and presented to an outside hospital. An unknown emergent surgery was performed, however care was withdrawn and the patient expired on (B)(6) 2017. No equipment will be returned. No additional information provided.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The pump would not be returned for evaluation. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.